Manufacturer narrative:
(B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to use two endeavor resolute rx coronary drug eluting stents to treat a severely tortuous, severely calcified and diffuse lesion exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. For both devices there was no damage noted to packaging and no issues noted when removing the device from hoop/tray. The devices were inspected with no issues identified. Negative prep was not performed for both devices. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices and excessive force was not used during delivery. It was reported that stent deformation occurred in-vivo during positioning/advancement for the devices. The patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: the location of the lesions associated with the event are the rca, lm, lad, and cx. After the difficulties experienced with the first two stents, another two endeavor resolute drug eluting stents (eres30030x) were successfully implanted in the proximal lesion. If information is provided in the future, a supplemental report will be issued.